Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the pacemaker exhibited early battery depletion. The pacemaker device was surgically explanted and a new device was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device triggered replacement indicator while implanted and passed labeled longevity calculation. Review of memory noted no suspicious faults or resets occurred. There was no high current noted in the coulomb counter. The device was put through and passed the returned products test. This involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, shocking and recording functions of the device commensurate with battery voltage. The longevity changes were due to changes in the pacing outputs therefore, no problem was detected.

Event description:
It was reported that the pacemaker exhibited early battery depletion. The pacemaker device was surgically explanted and a new device was successfully implanted. No additional adverse patient effects were reported.